Event description:
Boston scientific received information that during two different attempted implants of this pacemaker, the device could not be successfully interrogated. On both occasions, another pacemaker of the same model was interrogated with the same programmer and successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device was never in service due to attempted implants and will be returned for analysis. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. It was confirmed that the device had no telemetry available and a memory download could not be performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. In conclusion, the root cause for non-communication of the device is unknown.